Manufacturer narrative:
Results: the lantern was kinked approximately 2.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the ruby coil pusher assembly was fractured and the embolization coil was detached and had offset coil winds. Fracture of the pusher assembly and offset coil winds typically occur due to forceful advancement of the ruby coil against resistance. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw from the distal detachment tip (ddt), which would allow the embolization coil to detach. Further evaluation revealed the lantern was kinked near the hub. This damage may have occurred due to forceful manipulation of the lantern during positioning within patient anatomy. The kink in the lantern may have contributed to the resistance experienced when advancing the ruby coil. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00740.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, after successfully deploying and detaching ruby coils using a lantern delivery microcatheter (lantern), the physician attempted to place another ruby coil. However, while advancing the ruby coil through the lantern, the physician felt resistance and noticed that the pusher wire was kinked; consequently, the ruby coil unintentionally detached within the lantern. Therefore, the physician removed the lantern with the detached ruby coil inside, and then completed the procedure using a non-penumbra microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.